Manufacturer narrative:
E1: address line 1 "(B)(6)." H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A test to start up the device was performed, and error code 46510 displayed on start-up. The customer's problem was duplicated. The main cause of the problem was the main board. In order to correct the problem, the main board was replaced. The device has since passed all test requirements.

Event description:
It was reported that the device was showing error code 46510. The event occurred during implementation training. There was no patient involvement and no patient harm/adverse event reported.